Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure a biopsy sample was retrieved from the stomach. As they were removing the device from the scope it was noted that the needle was deformed and the device became stuck in the scope. The biopsy forceps and scope were removed in tandem from the patient. The biopsy forceps were cut by the handle and removed from the scope. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the clevis arms were bent. Additionally, the proximal end of the device was cut. Functionally, the device was not tested due to the return condition. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device was not consistent with the complaint that the needle was bent. However, the evaluation found that the clevis arms were bent which the complainant may have considered needle bent. The most probable root cause is operational context due to excessive force applied to the device because of anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure a biopsy sample was retrieved from the stomach. As they were removing the device from the scope it was noted that the needle was deformed and the device became stuck in the scope. The biopsy forceps and scope were removed in tandem from the patient. The biopsy forceps were cut by the handle and removed from the scope. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.